Event description:
It was observed that during the device evaluation, the bronchovideoscope, due to clogging of channel mount unit, had foreign objects coming out of distal end. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.